Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: the product family they are referencing is total abscission drainage catheter and "had problems with the hub, get broken". It was reported the defective disposable device is not available for return to the manufacturer.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed because no sample was returned for evaluation. Without receiving product to evaluate, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number states; "to tighten the pigtail shape, gently pull the suture until resistance is felt". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).